Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure and not prompting out during dispensing a medication. During the device inspection, pharmacy staff replaced the drawer pocket in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had a drawer failure and not prompting out during dispensing a medication. A customer reported that there was a delay in the dispensing of medication for the patient. There were no adverse events or injuries reported based on this event.